Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The a1c-3 reagent lot number was 37584701 with an expiration date of 30-apr-2020.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant hemoglobin a1c gen.3 - hemolysate application (a1c-3) on a cobas integra 400 plus instrument. The initial result from the integra 400 plus was 8.95% with a data flag. This result was reported outside of the laboratory. The patient questioned the result and requested repeat testing. On (B)(6) 2019 the sample was repeated on the integra 400 plus with a result of 6.57% with a data flag. The sample was also repeated on a different integra 400 plus with a result of 6.60% with a data flag. There was no allegation that an adverse event occurred.